Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. The investigation was completed on a photo of the suspect medical device because mentor has not received the physical product. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed to be ruptured. As the product involved in this complaint was not received, the device couldn't be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: implant exchange. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 350cc gel breast prostheses that bilaterally ruptured after implantation. Bilateral rupture was discovered during an implant exchange surgery on (B)(6) 2020. The patient had her removed breast prostheses replaced with mentor memorygel breast implant 255cc gel breast prostheses. The explanted breast prostheses were discarded after surgery. This medwatch report is for the patient¿s right breast prosthesis.